Manufacturer narrative:
UDI #: (B)(4). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss inspected the phacoemulsification unit and the handpiece. The handpiece was checked and tested. The fss found the handpiece was within specifications. The fss performed a field service checklist. The fss found the unit was working properly. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgeon reported a corneal burn in the patient's left operative eye. Four sutures were required to close the wound from the corneal burn. The procedure was completed. At one day post op exam, the surgeon indicated that patient is recovering well and visual acuity well; slight discomfort, better than doctor expected. The surgery center requested the phacoemulsification unit and handpiece to be checked. This is for the phacofragmentation hanpiece (2 of 2).